Event description:
This serious unsolicited device case from (B)(6) was rec'd on (B)(6) 2012 from a plastic physician (during a medical congress: international master course on aging skin- 14th annual congress- paris, france - 26th to 29th january 2012) and concerns a female pt of unk age who experienced permanent blindness of one eye after injections of poly-l-lactic acid (sculptra) for an unk indication. At the date of the contact, no info concerning this plastic physician (name, address...) Was available. The pt had no medical history and was not treated by medications at the time of this incident. There were no other risk factors that could predisposed her to arterial embolization. On an unk date, the pt rec'd injections of poly-l-lactic acid (strength: 150mg/3ml; dose, batch number and expiry date unk) in lateral orbital rim area. It was not reported if the pt had previously rec'd this treatment. The conditions and the technique of injections were not reported. It was also not reported if the pt underwent further sessions of poly-l-lactic acid injections. The pt immediately felt a sharp pain followed by flash light in her left eye. Within one hr, she lost vision of the left eye. The surgeon felt no adequate approach could reverse the course; as a result no treatment was given. A stimulating test was performed and confirmed that the optical nerve was dead. The unilateral blindness became permanent. The reported cause was arterial embolization by poly-l-lactic acid particles. The rptr believed that the injection must have reached too deep into the periosteum of the orbital rim where the artery provides blood supply to the optical nerve which was occluded. Seriousness criterion: persistent or significant disability/incapacity and important medical event. The case had been registered in sanofi quality assurance data based under the product technical complaint with global number (B)(4). Ptc conclusion: no investigation possible. Investigation report: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(4) up to march 2012 and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a0034, batch a0035, batch, a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1048 and batch a1d48. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were confirming to specifications. Nevertheless since we have not rec'd the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of eval that is the complaint sample itself. F/u info rec'd on 12-mar-2012. The f/u info added elements concerning the pt's medical history, the chronology and the circumstances of the clinical event. The initial and the f/u info had been merged together. F/u info rec'd from quality control of sanofi on 22-mar-2012. Ptc investigation result updated. Ptc conclusion: no investigation possible.

Manufacturer narrative:
Add'l info was rec'd on 22-mar-2012. Ptc conclusion: no investigation possible. Pharmacovigilance comment: company comment after initial info. Even though a causal role of poly-l-lactic acid in the occurrence of this case in permanent unilateral blindness and optical nerve damage in a context of arterial embolism seem to be likely. It is highlighted in the smpc of poly-l-lactic acid that cautions should be taken to avoid any injection in blood vessels as a vascular effraction could occlude the vessels and induce and embolisation. Nevertheless the possible occurrence of optical nerve damage and blindness is not specifically described.